Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d7.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6., b.7.

Event description:
Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade 4 device remains implanted.